Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose around (B)(6) 2018 with blood glucose in the 20 to 30 mg/dl range at the time of the incident. The customer was at 103 mg/dl at the time of the call. The customer used food and was given glucagon to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and a self test was passed. The customer has been having a lot of lows on the current pump and has had two paramedic visits. The insulin pump will not be returned for analysis.